Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that waste leakage outside of the instrument occurred with a bd facs¿ sample prep assistant. The following information was provided by the initial reporter: fluid is leaking out the bottom of the spa iii, they can not see the source of the leak. Next steps (if necessary): forward case to cts for troubleshooting. Are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Fascflow. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak no. Software version? Unknown. Resolution achieved (y/n)? Unknown. Follow up required (y/n)? Unknown. List of parts shipped (include foc): unknown. Additionally, on 2020-7-6 the fse provided the following additional information: there was no pressurized sprayed fluid. It was most likely a very slow and small amount of fluid that over flowed out of the probe wash station. This fluid consists of numerous components, including sheath, di water, and waste fluids. No one was harmed by any of this over flow of fluid, and nobody was exposed to any hazardous situations. Additionally, on 2020-7-17 the fse provided the following additional information: there was no pressurized sprayed fluid. It was most likely a very slow and small amount of fluid that over flowed out of the probe wash station. This fluid consists of numerous components, including sheath, di water, and waste fluids. No one was harmed by any of this over flow of fluid, and nobody was exposed to any hazardous situations

Event description:
It was reported that waste leakage outside of the instrument occurred with a bd facs¿ sample prep assistant. The following information was provided by the initial reporter: fluid is leaking out the bottom of the spa iii, they can not see the source of the leak. Next steps (if necessary): forward case to cts for troubleshooting are you using this product for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Leak (if yes explain)? Yes. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? No. 3. What was the fluid that leaked? Fascflow. 4. What is the source of leak -- waste line or non-waste line? Unknown. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no. Software version? Unknown. Resolution achieved (y/n)? Unknown. Follow up required (y/n)? Unknown. List of parts shipped (include foc): unknown. Additionally, on 2020-7-6 the fse provided the following additional information: there was no pressurized sprayed fluid. It was most likely a very slow and small amount of fluid that over flowed out of the probe wash station. This fluid consists of numerous components, including sheath, di water, and waste fluids. No one was harmed by any of this over flow of fluid, and nobody was exposed to any hazardous situations. Additionally, on 2020-7-17 the fse provided the following additional information: there was no pressurized sprayed fluid. It was most likely a very slow and small amount of fluid that over flowed out of the probe wash station. This fluid consists of numerous components, including sheath, di water, and waste fluids. No one was harmed by any of this over flow of fluid, and nobody was exposed to any hazardous situations.

Manufacturer narrative:
Investigation summary: per the fse report: unable to reproduce this problem. Did not find any leaks. There was no pressurized sprayed fluid. It was most likely a very slow and small amount of fluid that overflowed out of the probe wash station. This fluid consists of numerous components, including sheath, di water, and waste fluids. No one was harmed by any of this overflow of fluid, and nobody was exposed to any hazardous situations. As a precaution to possible wash station overflow condition, replaced the miniwash waste pump assembly part#: 334297. Determined that elbow coupling at waste trap was slightly deteriorated and replaced this elbow coupling part#: 334453. Also replaced part#: 339116 - 4-way valve adapters. Performed pm on a separate work order and verified accuracy and precision for both syringes. Instrument has been aligned to specification per applicable bd service manual. Review of the DHR for part number: 647205 and serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Root cause: based on the investigation result, and the fse¿s report the root cause was undetermined.